Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 626626) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo on (B)(6) 2008. Concurrent conditions included adenomyosis, inflammation and chronic salpingitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic total hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: trailing coils right 10 left 11. Plaintiff states in pfs that confirmation test was not performed, however a hsg result had been previously provided. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs received - lot number was added. Product implant date was updated. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy bleeding') and pregnancy with contraceptive device ('pregnancy') in a 23-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "complications or problems that occurred at the time of your essure placement,difficulty cannulating tubes". The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included adenomyosis, inflammation and chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera) from april 2008 to october 2008 for contraception as well as alprazolam since 2008 and paroxetine hydrochloride (paxil) since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. The patient was treated with surgery (underwent a laparoscopic total hysterectomy with bilateral salpingectomy with extraction of essure ,). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: trailing coils right 10 left 11. Plaintiff states in pfs that confirmation test was not performed, however a hsg result had been previously provided. Diagnostic results: (B)(6) 2008 hsg (hysterosalpingogram) dr. Confirmed hsg showed bilateral occlusion and proper placement. Date not reported: home pregnancy test since she had a missed period and could not confirm for sure it was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet received, patient demographic information ,essure indication updated,event complications or problems that occurred at the time of your essure placement, difficulty cannulating tubes and concomitant medication were added incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 626626) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo on (B)(6) 2008. Concurrent conditions included adenomyosis, inflammation and chronic salpingitis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic total hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter commented: trailing coils right 10 left 11. Plaintiff states in pfs that confirmation test was not performed, however a hsg result had been previously provided. Diagnostic results: on (B)(6) 2008 hsg (hysterosalpingogram) dr. Confirmed hsg showed bilateral occlusion and proper placement. Date not reported: home pregnancy test since she had a missed period and could not confirm for sure it was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 23-year-old female patient who had essure (batch no. 626626) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "complications or problems that occurred at the time of your essure placement,difficulty cannulating tubes". The patient's previously administered products included for an unreported indication: depo. Concurrent conditions included adenomyosis, inflammation and chronic salpingitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008 for contraception as well as alprazolam since 2008 and paroxetine hydrochloride (paxil) since 2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding") and was found to have a pregnancy with contraceptive device ("pregnancy") with menstruation delayed. The patient was treated with surgery (underwent a laparoscopic total hysterectomy with bilateral salpingectomy with extraction of essure ,). Essure was removed on (B)(6)2015. On (B)(6)2015, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device and allergy to metals outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, genital haemorrhage, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: trailing coils right 10 left 11. Plaintiff states in pfs that confirmation test was not performed, however a hsg result had been previously provided. Diagnostic results: (B)(6)2008 hsg (hysterosalpingogram) dr. Confirmed hsg showed bilateral occlusion and proper placement. Date not reported: home pregnancy test since she had a missed period and could not confirm for sure it was positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs was received. Event nickel allergy was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant) with menstruation delayed. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent a laparoscopic total hysterectomy with bilateral salpingectomy with extraction of essure). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the pelvic pain and genital haemorrhage had resolved. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage and pelvic pain to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Most recent follow-up information incorporated above includes: on 2-aug-2017: summons received-case classification updated to potentially legal and incident. New reporters and indication added, product start /stop dates added, and new events pelvic pain and heavy bleeding added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.